Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: upon opening the packaging containing a dynamic hip and condylar system (dhs/dcs) wrench, metallic filings were discovered. The date is unknown. The instrument was reportedly in excellent shape. No patient involvement was reported. No additional information is available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.